Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's breakout box (bob) cable has physical damage, specifically parts of it were exposed. It was suspected that it may have been ran over at some point. The unit was still functional, but hospital policy stated no exposed wires in operating room (or), therefore the unit needed to be replaced. The probable cause was negligent damage. There was no patient involvement.

Manufacturer narrative:
H2, h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported there was a damaged electromagnetic navigation interface unit (axiem) cable/cord. It was changed out. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, lot #: 603003574, ubd: unknown, UDI#: unknown the (B)(6) case part was returned to the manufacturer for evaluation. As reported, the cable was damaged, exposing shield wire but no bare wires. Otherwise, the unit was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.